Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to take 3d spin." Visual inspection passed. Bench testing passed, the resistance between points p1 and p3, p1 and p2, p3 to p2, j1m to j1a, j1r to j1a , j1b and j1a, j1c and j1a, j1c to j1a, j1f to j1g, c-s and c-l on the hv tank passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: manufacturing representative went to the site to test the system. Error 40 and 41 were populating in sedecal error log. Osc illoscope was used to determine that high voltage(hv) cables were the cause of the error. Worked with mark buland to replace entire cable chain. Upon the disassembly of the cable chain that was bad mark noticed a small crack in the hv tank. After replacement of cable chain was complete, mark and I then replaced the hv tank. Once all new parts were installed generator calibrations were performed. System checkout was conducted. All systems performing to operating standards. B01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, product ID: bi71000469, product ID: bi71000542, product ID: bi71000469, product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the gantry cable chain was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint, "unable to take 3d spin." Candlesticks and x-ray tube cable assembly passed continuity testing. Visual inspection shows light cracking on some of the cable jackets. No conductive wires exposed. Codes: b01, c02, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: 150914077 rev. 3; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542, product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case the system was unable to take a 3d spin. Site was able to move forward with the case using a backup system. In troubleshooting representative spoke with field service engineer (fse), he suggested to decrease dose by dropping from x-large to medium; issue persisted. Dropped fov from 40 cm to 20 cm; issue persisted. Tried both the handswitch and the footswitch; issue persisted. Fse believed that probable cause might be a generator issue. This was occurred intra operatively. There was a reported delay less than 1 hour and no reported impact to patient outcome. No additional information was provided.